Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia in the mid-200 mg/dl range after a normal lunch while using the ilet bionic pancreas with a dexcom g7, two days after pump start, and caregivers questioned whether insulin was being delivered; support guided review of algorithm history and recommended an infusion site change if glucose did not decline. Symptoms included elevated blood glucose up to approximately 230 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included remote troubleshooting and user education regarding infusion site function and continued monitoring before dinner. Investigation of this case revealed no device alarms and no confirmed device malfunction, with unclear etiology for the hyperglycemia and the possibility of infusion site-related issues not excluded. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.